Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve would not stay depressed for the balloon to stay inflated. A replacement device was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the valve had back out of the luer fitting. The balloon was then inflated with 25cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. Since the device lot umber was unk, a review of the finished device lot history record prior to three months shipping data to this account has been completed. There was no nonconformance which could have attributed to this complaint. (B) (4).